Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited error 1870 alarm. Per reporter residual volume was: 72.2, rate 2.3 and 32.55 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).